Event description:
It was reported that the insulin pump had been connected to the customer, and the reservoir had been inserted into the device before rewinding it while the customer was connected. The blood glucose reading 129 mg/dl. The customer's father stated that the reservoir pushed down about 40 units of insulin. Upon checking the basal review, it was noted that the customer usually receives 4.05 units of basal in a 24 hour period. The blood glucose reading was 291 mg/dl about an hour prior. Advised customer to seek medical attention. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.